Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulator lead had migrated. It was noted the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.